Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f 65cm 8 side-hole super torque marker bands diagnostic catheter broke during a procedure. The damage was observed after removal from the patient, with the device cracking near the hub outside the patient, and the blue catheter coating was noted to be flaking off. The staff went through the inventory in the room and identified 19 additional catheters that were breaking down; one additional 5f 65cm 8 side-hole super torque marker bands diagnostic catheter, one 5f 100cm bentson-hanafee-wilson ii (jb2) tempo diagnostic catheter, two 5f 100cm vertebral (vert) tempo diagnostic catheters, four 4f 65cm j-curve 111 (rim) tempo diagnostic catheters, three 5f 65cm straight (str) tempo aqua diagnostic catheters, three 5f 65cm universal flush (univ) tempo diagnostic catheters, and five 4f 100cm sidewinder simmons 11 (sim2) tempo diagnostic catheters. The catheters exhibited flaking of the blue catheter coating, with varying damage types including chipping and cracks. There were no reported patient injuries. The devices were stored per the instructions for use (IFU), and staff had been trained to handle and store them. The facility uses ultraviolet (uv) light for room sterilization, and the catheters were stored in a metal cabinet with glass in the room, exposing them to uv light. There was no damage to the device packages. During the procedure, there was no difficulty removing the device from its packaging, and no attempts were made to shape the device during preparation. There was no resistance or friction between the catheter and sheath during insertion, no difficulty tracking the catheter to the lesion, and no difficulty removing the catheter from the patient. The device remained in one piece during removal. The devices will be returned for evaluation.